Event description:
Customer reported suspected programming error when drug was changed from low concentration to high concentration. Dopamine initially ordered at concentration of 800:1 (0.8 mg/ml) changed to 3200:1 (3.2 mg/ml). Drug concentration on pump program was not adjusted to reflect change in concentration on infusion bag. An overinfusion and subsequent patient harm occurred requiring medical intervention. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Customer stated that no event logs or devices will be returned as they wish to do their own internal investigation. The customer's complaint of an over infusion could not be confirmed due to the product was not returned for failure investigation.